Manufacturer narrative:
Clarification to d6a: exact date of implant unknown. "(B)(6) 20219" was provided. Investigation is ongoing. H3 other text : device remains implanted.

Event description:
Per report received from japan, a tav in tav procedure is planned for a patient who had received a 20mm sapien 3 valve approximately 4 years and 1 month ago. In (B)(6) 2022, the patient complained of shortness of breath and leg swelling was also observed. In (B)(6) 2022, transthoracic echocardiography (tte) was performed as follow-up, and it was confirmed that the maximum aortic jet velocity (vmax) was 4.5 m/s and the mean pressure gradient (mpg) was 47 mmhg. Therefore, treatment is being considered.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections h6: type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - increased gradients" was unable to be confirmed as no imagery or medical report was provided. A review of the DHR/lot history was unable to be completed as the serial number was not provided. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) procedure on (B)(6) 2019. On (B)(6) 2022, the patient complained of shortness of breath (sob), and leg swelling was also observed. On (B)(6) 2022, transthoracic echocardiography (tte) was performed as follow-up, and it was confirmed that the maximum aortic jet velocity (vmax) was 4.5 m/s and the mean pressure gradient (mpg) was 47 mmhg." It is normal to have a small gradient across a prosthetic valve after implant. If elevated, it may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis or early valve degeneration. If mild, these patients will not require intervention and will be followed with serial echocardiography. If significant and results in symptoms, it may require intervention. Due to insufficient information, a definite root cause is unable to be determined at this time. However, it is possibly related to patient factors as described above. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
Per follow-up information received, the patient underwent a transfemoral transcatheter aortic valve replacement (tavr) and received a 20 mm sapien 3 ultra resilia (s3ur) valve inside the initial valve.

Manufacturer narrative:
A supplemental MDR is being submitted due to new information received indicating the valve in valve intervention occurred. Sections b4, g3, g6, h2, and h10 has been updated.